Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent undersensing of ventricular events was observed. Upon review of session record, a pause episode was seen over remote transmission which was determined to be false due to a baseline shift in the egm. False pause episode most likely due to loss of electrode contact with the tissue. The patient was stable and will continue to be monitored.